Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission recorded noted that the right ventricular (rv) lead exhibited lead noise resulted in noise reversion episodes. No changes or interventions were reported. There were no patient consequences.